Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a relationship between the reported patient effect and the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design, or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid circumflex right coronary artery that was moderately tortuous, moderately calcified, and 95% stenosed. After successful pre-dilatation and deployment of a xience prime 3.5 x 28 mm stent, an edge dissection was observed. Another xience prime was used as treatment. There was no reported clinically significant delay in the procedure. No additional information was provided.